Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 279 mg/dl, which was addressed with a correction bolus. Multiple attempts were made to obtain if the customer received an accurate fill estimate; however, no further information was provided on the reported event.